Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were unresponsive. During investigation, the keypad was removed and no contamination was found. Visible moisture was observed behind the display screen. Damage was observed in the pump case from the display screen to the case seal. The pump was opened and internal moisture was observed.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that after swimming with the pump, the keypad buttons were unresponsive. The reporter confirmed no damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.